Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus. A field service engineer canceled the work order since the customer resolved the issue from their end. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station had hardware failure and device not detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.